Manufacturer narrative:
The hcp was unable to remove the sensor on the first attempt made on (B)(6) 2025 at 12:30 pm. However, sensor was successfully removed during second removal attempt.

Event description:
Senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made on (B)(6) 2025 at 12:30 pm. However, sensor was successfully removed during second removal attempt.